Event description:
It was further reported that the lesion was located in a moderately calcified vessel. The lesion was predilated with a 2.5x20mm non bsc balloon. There was no resistance encountered upon advancement.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination of the device found the device was returned with proximal stent damage. Strut rows 1 to 3 at the proximal end of the stent were misaligned. There were also kinks identified along the entire length of the hypotube shaft. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The lesion was located in the left anterior descending artery. When attempting to inflate the balloon with the f/g, promus element, (B)(4) 4.00x28mm, the stent struts were raised. The device was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. This product is only (B)(4) approved but it is similar to a marketed us device.

Manufacturer narrative:
(B)(4).